Event description:
The customer reported falsely elevated creatinine generated from architect c4000. The customer noted that the initial result will be elevated and upon repeat the result is normal. This reportedly occurred a few times over a couple of weeks. A patient¿s physician called and questioned the result the first time it happened. The customer provided data for one sample: initial result was 11, repeat result was 0.8 (customer normal range 0.72 to 1.25mg/dl). The customer confirmed that no incorrect treatment given or withheld based on incorrect results. There was no reported impact to patient management. Update: the customer provided additional sample data: on (B)(6) 2025, sample ID (B)(6) initial creatinine result was 4.16, repeat result was 0.85. There was no reported impact to patient management.

Manufacturer narrative:
Section h6 imdrf coding for annex g was corrected.

Event description:
The customer reported falsely elevated creatinine generated from architect c4000. The customer noted that the initial result will be elevated and upon repeat the result is normal. This reportedly occurred a few times over a couple of weeks. A patient¿s physician called and questioned the result the first time it happened. The customer provided data for one sample: initial result was 11, repeat result was 0.8 (customer normal range 0.72 to 1.25mg/dl). The customer confirmed that no incorrect treatment given or withheld based on incorrect results. There was no reported impact to patient management. Update: the customer provided additional sample data: on 8 jan 2025, sample ID (B)(6) initial creatinine result was 4.16, repeat result was 0.85. There was no reported impact to patient management.

Manufacturer narrative:
The architect c4000, serial number (B)(6) was evaluated. It was determined that the arc c8k regent probe required replacement, which resolved the customer reported event. The instrument service history review revealed no additional complaints associated with discrepant results related to the customer complaint. A review of tracking and trending did not identify an increase in complaint activity for both the architect system and the arc c8k regent probe with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported falsely elevated creatinine generated from architect c4000. The customer noted that the initial result will be elevated and upon repeat the result is normal. This reportedly occurred a few times over a couple of weeks. A patient¿s physician called and questioned the result the first time it happened. The customer provided data for one sample: initial result was 11, repeat result was 0.8 (customer normal range 0.72 to 1.25mg/dl). The customer confirmed that no incorrect treatment given or withheld based on incorrect results. There was no reported impact to patient management. Update: the customer provided additional sample data: on (B)(6) 2025, sample ID (B)(6), initial creatinine result was 4.16, repeat result was 0.85. There was no reported impact to patient management.

Manufacturer narrative:
Section b5 was updated with additional information provided by customer.

Event description:
The customer reported falsely elevated creatinine generated from architect c4000. The customer noted that the initial result will be elevated and upon repeat the result is normal. This reportedly occurred a few times over a couple of weeks. A patient¿s physician called and questioned the result the first time it happened. The customer provided data for one sample: initial result was 11, repeat result was 0.8 (customer normal range 0.72 to 1.25mg/dl). The customer confirmed that no incorrect treatment given or withheld based on incorrect results. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.